Manufacturer narrative:
The device has not been returned for evaluation and is still in use at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer (biomed) reported that the nim 3.0 mainframe was not sensing intraoperatively. There was no patient impact.